Event description:
Customer reported meter results of 320 mg/dl, 192 mg/dl, 184 mg/dl, 112 mg/dl and 105 mg/dl within 10 minutes on the advantage system. Also reported a later comparison of 252 mg/dl and 122 mg/dl within 10 minutes. Customer reported symptoms of hypoglycemia for which she self treated. No adverse event reported. A request was made for the return of the system, replacement was sent.